Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Contamination was observed during flushing. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details regarding the reported event; however, this information could not be retrieved. Although the upn was available, we are still unable to provide the complete UDI. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details regarding the reported event; however, this information could not be retrieved. Although the upn was available, we are still unable to provide the complete UDI. If additional details become available, a supplemental report will be submitted. The device was returned for analysis. Visual inspection found no issues on the device. A functional test was performed where the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Contamination was observed during flushing. No patient complications were reported.